Event description:
A nurse reported a patient whose intraocular lens (iol) dislocated and was repositioned twice (one week and one year postoperatively). During the initial surgery two years ago, the surgeon noted very dense cataract and a large rent in posterior and anterior capsule. Two years postoperatively, pupillary capture was also noted and the iol was exchanged for a different model and power iol. In a follow-up, the surgeon reported the patient is doing well after the lens exchange.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was pulled out of the optic (not returned). The other haptic was bent-gusset area. The optic was scratched and was torn/split/cracked in the haptic insertion area of the removed haptic. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/02/2009 and 06/17/2009 by phone, fax, and mail. Additional information was obtained by phone.